Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ (B)(4). Dosage form ¿ suture/solid/parenteral strength ¿ = (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a robotic assisted total hysterectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the needle popped off at the end of the suture line. No additional sutures were needed to complete the procedure. There were no adverse consequences for the patient. No additional information was provided.